Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Serial number cannot be confirmed.

Event description:
It was reported to philips that the pad's film came off. There was no reported patient involvement/adverse patient impact.